Manufacturer narrative:
The subject device was returned to olympus for evaluation. The cutter could not open and close when the slider was pushed and pulled. A foreign material was attached to the cutter. After removal of the foreign material, the cutter could open and close. There was no deformation. The manufacturing record was reviewed and found no irregularities. This type of the event is most likely related to the operator's technique. Based on the reported event, we assumes that this event occurred since the user might mistakenly nip the tissue instead of the loop with the device. The instruction manual of the device has already warned as follows; do not use the instrument to cut any objects other than the surplus of olympus loop (e.g., maj-254, maj-340).if anything other than the surplus of the loop is cut, the blades may be damaged and unable to perform properly, the cut object may be caught in the tip of the instrument, and it may become difficult to safety remove the instrument from the body. Such objects other than the surplus of loop may include, stent wire, sewing threads, and loop stoppers.

Event description:
During a procedure of colon, the subject device was used. The user tried to cut the loop, but the device caught the tissue. The device could not be removed from the tissue temporarily. The user tried to move the device slightly and eventually it could be removed. There was no patient injury reported. No further information was provided.